Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that 37 syringe 0.3ml 31ga 6mm halfunit 10bag had scale marking issues during use. The following was reported by the initial reporter: "customer stated "the zero point scale mark (the very first mark) is lower than it should be. It's impossible to measure correct insulin does." (Using for a dog)."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 1/29/2021. Investigation: customer returned (4) loose 3/10cc, 6mm syringes. Customer states that the zero point scale mark is lower than it should be. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. Unable to perform DHR check for scale misaligned due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 37 syringe 0.3ml 31ga 6mm halfunit 10bag had scale marking issues during use. The following was reported by the initial reporter: "customer stated "the zero point scale mark(the very first mark) is lower than it should be. It's impossible to measure correct insulin does." (Using for a dog)"